Manufacturer narrative:
Initially the device passed testing and the touchscreen responded when press; however, the keys had to be pressed hard. During a review of the device history multiple button ID: invalid were noted. During further testing dried fluid ingress was found on the bottom and the left of the touchscreen which was the probable cause of the customer's reported touchscreen could not be calibrated. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen could not be calibrated in the service mode. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.